Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
An event was reported involving the chemolock¿ vial spike, 20mm, 5 units during the preparation of imfinzi (durvalumab) in a hospital pharmacy cleanroom isolator. While making multiple preparations, a leak was observed at the interface between the vial and the adaptor. It appeared that the vial¿s rubber septum did not reseal properly around the puncture point of the vial spike, allowing leakage. The incident occurred during drug preparation, resulting in unprotected chemotherapy exposure. However, no medical intervention was required. The affected device was replaced, and no further issues were encountered after the changeout. There was no patient involvement, and no patient harm occurred. However, the incident resulted in a delay in critical therapy. There were 2 incidents reported.

Manufacturer narrative:
D9 - date returned to mfg: 6 jun 2025. Investigation summary: received two (2) used unites of 011-cl-80s-5 chemolock vial spikes and one (1) used 30 ml syringe connected to a chemo port for inspection. No defects or anomalies noted. Per the dfu, each of the two (2) used 011-cl-80s chemolock vial spikes had fluid infused through with a syringe in the upright position and fluid withdrawn when inverted. There was no leakage, and no air introduced into the syringe.

Manufacturer narrative:
The investigation was corrected: device history review statement was added. Investigation summary: received two (2) used unites of 011-cl-80s-5 chemolock vial spikes and one (1) used 30 ml syringe connected to a chemo port for inspection. No defects or anomalies noted. Per the dfu, each of the two (2) used 011-cl-80s chemolock vial spikes had fluid infused through with a syringe in the upright position and fluid withdrawn when inverted. There was no leakage, and no air introduced into the syringe. The device history record was reviewed and no relevant non-conformities were found that would have led to the reported complaint.